Manufacturer narrative:
Summary: the returned start-x tip ems insert 3 was analyzed and is not broken. However, we note that the active part is worn out (knock marks can be observed). No material defect was found during analysis of the damaged areas. No unused device is available for evaluation. Nothing unusual to report was found during DHR review (batch #1799180). No information was given regarding technique, we cannot rule on its compliance with maillefer's recommendations. Root causes are not identified. We will track this kind of event and monitor the trend.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that a start-x tip ems insert 3 broke during use. The outcome of this event is unknown as of this MDR. Further information requested.